Event description:
It was reported that the patient presented to doctor five days after a rectocele procedure complaining of vaginal bleeding. Upon examination, the doctor observed a small area of vaginal opening with exposed mesh. The patient was taken to or where the exposed area was opened and irrigation was performed using bacitracin. The doctor then infiltrated the opening of the vagina with approximately 2cc of .25% marcaine and lidocaine. He closed the vaginal opening over the mesh using interrupted figure 8, 3.0 monocryl sutures. No evidence of gross infection was observed and a vaginal packing was placed. Five days later, the patient again presented with vaginal bleeding with exposed mesh. The patient was scheduled for surgical removal of the mesh within two days during which the doctor easily removed the mesh and observed an area of superficial necrosis beneath the mesh. A consulting physician was called in who verified the rectum was intact. The necrotic tissue was debrided and easily removed and the tissue underneath appeared to be viable. The area was then irrigated copiously and a vaginal packing was placed. Two days later, the patient was examined under anethesia and there appeared to be excellent granulation of tissue without any further evidence of infection. One month later, the rectocele had completely healed. No further complications have been reported.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. The doctor stated in the pre-op report that he advised the patient of potential complications which included, but was not limited to bleeding, infection, narrowing of the vaginal introitus and erosion into the rectum or vagina. This product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Following a review of the device history record for the reported lot number, all process and test criteria has been verified as complying with the finished product specification. ='nl'. Baseline report previously filed.